Event description:
It was reported that the light source had error code e103 during sedation (device inside patient) for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e103 due faulty lamp and second turret mesh was burnt black. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e103 occurred due to faulty lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the end of an unspecified procedure, which was completed with the same set of equipment.